Manufacturer narrative:
Result of investigation: the customer's statement regarding a "hot light source" cannot be confirmed. A more detailed analysis of the cause was not as karl storz has not received any information about the item (item number, serial/lot number) from the customer. Furthermore, and despite several written requests, the item has not been made available to karl storz. Most probable root cause is a user error. It is possible that the light source was still switched on when the cable, which is unknown to us, was unplugged, which led to burns when the person met the cable. In the instructions for use for light sources e.g. Power led rubina wxd400_en_v1.1_01-2024_IFU_ce-MDR and in the instructions for use for light cables e.g.fiber optic light cable, fluid light cable dsx551_en_v2.1_08-2024_IFU_ce-MDR we clearly point out that the components used can heat up and that improper handling, adjustment, or unsuitable components can result in thermal injuries. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when taking out the light lead the other day my colleague sustained quite a burn when the tip touched her momentarily. These new light sources seem to get very hot." It is still unknown at this point what combination of light guide cable & light source was used during this incident. Cross reference MDR: 9610617-2025-01261.